Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer rec'd readings of 166 and 132 mg/dl within 10 mins. The results vary by more than 20 % and are considered a malfunction when compared to MFR's specs. Customer also rec'd error readings, 1,2,3 and 4. Testing conducted on fingers.

Manufacturer narrative:
Case misclassified upon initial receipt of complaint and regulatory assessment delayed until 10/07/04.